Event description:
During a transapical procedure, the 29mm sapien xt valve was placed too aortic resulting in moderate/severe paravalvular leak (pvl). The valve was positioned 50:50 but landed 80:20 aortic/ventricular. Post dilation was performed with an additional 2ml of volume . The pvl was improved; however, it was still noted as moderate. It was decided to implant a second to alleviate the pvl. The second valve was positioned and deployed 50:50 across the native aortic annulus. After valve deployment pvl improved to mild/moderate. Per report, a large chunk of calcium resided at the left coronary cusp (lcc) and left ventricular outflow tract (lvot), which contributed to the valves not sealing the annulus perfectly, causing the residual pvl. The native annulus measured 26.2mm x 30.9mm with an area of 641mm2 by CT. The native aortic annulus was severely (bulky) calcified, the native leaflets were severely (bulky) calcified and no calcification in the aortic root. Mild ventricular septal hypertrophy and mild mitral annular calcification (mac) was reported. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the cause of the aortic malposition was a large ¿chunk¿ of calcium in the lcc and lvot not allowing the valves to securely anchor in the annulus and causing the residual pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.